Manufacturer narrative:
Device eval by manufacturer: the device was returned for analysis. Returned product consisted of a direxion micro-catheter. The shaft was visually examined. The device showed damage in the form of a fracture located at 58cm from the hub. The device was not completely separated the inner liner was still attached. There was no evidence of a kink on the catheter shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 20-dec-2018. It was reported that the device was kinked. The target lesion was located in the tortuous left internal iliac artery. A 130cm direxion was selected for use. During procedure, the .035 glide catheter was advanced into the lesion and then the direxion catheter was inserted through the glide catheter with the fathom wire. Subsequently, the direxion catheter was kinked during manipulation and navigation through the tortuous anatomy. The procedure was completed with a different device. No patient complications reported. However, device analysis revealed a device fracture at 58cm from the hub.